Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (dislodged) was due to procedural circumstances during positioning of the second clip. The reported slda was a cascading event of the reported device damaged by another device (dislodged). The cause of the reported difficult imaging was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 13aug2024, a patient presented with grade 4+ functional mitral regurgitation (mr), a dilated left atrium (over 12cm), and bi-leaflet restriction for a mitaclip procedure. Advanced steering was utilized and imaging was challenging during the procedure due to the dilated left atrium. Two mitraclips were implanted and the mr was reduced to grade 2. On 15aug2025, a single leaflet device attachment (slda) was observed. The posterior leaflet was detached. The mr reduction is still the same, at grade 2. The patient status is stable and discharged. The slda was noted after the patient was discharged, while reviewing imaging and notes of the discharge echocardiogram. The device still remains implanted. Per the physician, there was an interaction during the procedure between the first clip (slda) and the second clip (cds0706-xtw, 40410a1026), when the second clip was underneath the valve. Excessive guide torque was applied, which led to the interaction. Troubleshooting was performed, which resolved the entanglement and the clips were noted as stable. The second clip was then grasped and deployed without issue. Per the physician, the single leaflet device attachment (slda) was potentially caused by the interaction and pre-existing anatomy.